Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/ short interval counts (sic). A right ventricular (rv) lead integrity alert was observed on (B)(6) 2015 for increased sic count and 2 or more non-sustained ventricular tachycardia (vt) episodes of <(><<)>220 ms cycle length. Sic count went up to 4,021 in less than 2 days, averaging around 3,475 per day. Analysis indicated the impedance on the rv lead was beyond the expected upper range. Pacing impedance was 4,047 ohms on (B)(6) 2015. Analysis indicated the unexpected delivery of a ventricular tachyarrhythmia therapy on (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, noise and short interval counts (sic) due to possible fracture. The patient also received inappropriate high voltage therapies. The lead was programmed off until it could be capped and replaced. No further patient complications have been reported as a result of this event.